Event description:
Had an bronchoscopy using olympus it30 bronchoscope in 1997. Had a sputum test in 2002 with a result of mycobacterium avium-intracellulare complex. Until now there has been no problems -dormant?-...but for the past month having problems breathing and low oxygen levels. I am going to the dr in 2007 to set up another sputum test and possibly a CT scan. I know olympus had some recalls for mac a while back, was the it30 involved?